Event description:
On (B)(6) 2010, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultraeasy meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 10:00 am, the patient obtained the blood glucose readings of 229 mg/dl, 131 mg/dl, 126 mg/dl and 132 mg/dl on the reported meter within 20 minutes of each other. The patient took no actions due to these meter readings. At an unspecified time afterwards, the patient experienced the symptom of shaking and she felt "hypoglycemic". The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique was correct, the meter was programmed for the correct unit of measure, and the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she obtained several elevated meter readings on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/24/2011: the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: (B)(6). 510(k) # is k061118.

Manufacturer narrative:
Follow up # 1/supplemental report text- 1/06/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
Boston scientific received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) due to high shock impedance measurements. The device is implanted with another manufacturer's defibrillation lead. Upon device interrogation shock impedance measurements were greater than 125 ohms in the triad configuration, however were 80 - 90 ohms in all other configurations. A lead replacement procedure was being considered. The local area sales representative inquired on lead configuration options. No adverse patient effects were reported.